Manufacturer narrative:
The customer returned the suspected contour plus meter for evaluation. The test strips were not returned. An in-house testing was performed using the returned meter with in-house contour plus test strips, which gave satisfactory performance. In some countries outside the us, customer information is not provided due to privacy laws. The customer's weight was not provided. Model # was not provided.

Event description:
The nurse from (B)(6) called to report that while the customer was in the hospital, she obtained a blood glucose reading of 18 mmol/l using the contour plus meter. The physician gave 30 mg of gliclazide sustained release pill to the customer. After 20 minutes, the customer started developing symptoms of hypoglycemia such as cold sweat and dizziness. The physician treated the customer by giving her oxygen and 200 ml of oral glucose. The customer was monitored for vital signs and electrocardiogram was performed. The customer's symptoms subsided after 15 minutes. The customer was advised to return the device for evaluation. A replacement meter kit was sent to the customer. Since the strip information was not provided, this report will be submitted under the meter information.